Event description:
It was reported that the patient presented for an implant procedure. During left bundle branch area pacing (lbbap) lead placement, it was noted that the lbbap lead showed twisting in insulation. The lbbap lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation twisted was not confirmed. A complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. X-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received indicates that the left bundle branch area pacing (lbbap) lead also exhibited insulation damage.

Manufacturer narrative:
Correction: the correct event description in b5 should have been ¿it was reported that the patient presented for an implant procedure. During left bundle branch area pacing (lbbap) lead placement, it was noted that the lbbap lead showed twisting in insulation. The lbbap lead was not used and replaced during the procedure. The patient was in stable condition.¿ h6 - medical device problem code ¿1069 - break¿ should have been left blank.

Event description:
It was reported that the patient presented for an implant procedure. During left bundle branch area pacing (lbbap) lead placement, it was noted that the lbbap lead showed twisting in insulation. The lbbap lead was not used and replaced during the procedure. The patient was in stable condition.